Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical affairs specialist has reviewed the customer care advocate's documentation. On december 23, 2008, the lay user/patient contacted lifescan (lfs) alleging that her one touch ultra2 meter started to display the "apply sample" message "about a month ago" in the morning. The patient allegedly became shaky and warm 6 hours after the issue began and had administered self -treatment with food/drink. No other blood glucose results or forms of treatment were reported. The customer care advocate (cca) walked the patient through troubleshooting and noted that the issue was unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury 6 hours after not being able to test with her meter.